Event description:
It was reported that there were difficulties loading the guide wire into the insertion tool. An encore 26 advantage kit was selected for a procedure. During preparation, it was noted that the distal end of the wire would not load into the proximal end of the wire insertion tool. They ended up having to back load the wire using the proximal end of the wire, and back load into the distal end of the insertion tool. The device was used and the procedure was completed with the use of this device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).